Manufacturer narrative:
Additional information :the reporter indicated that excessive vault (initially 1.5, then changed to 5) was observed. Pupil block with elevated iop (55 mmhg) and angle closure with elevated iop (55 mmhg) were observed on (B)(6) 2019, lens opacity (asc) observed on (B)(6) 2019. Reportedly enlargement of pi and addition of new pi were surgically performed. Cause of the event is reported as unknown and "topomax related shift? Surgically enlarged pi failed to resolve edematuous cb worsened by topomax?" Per reporter on (B)(6) 2019, "there is cataract formation and patient is scheduled for ce with iol implantation." (B)(4).

Manufacturer narrative:
Device code: 1426, should be removed from supplemental #2 as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
Device code: 1426 should have been added in supplemental medwatch report. Work order search: "no similar complaints" should be corrected to "three similar complaints." Result code: 213 should be corrected to 114. Claim#: (B)(4).

Manufacturer narrative:
Lens was returned in liquid, in a specimen cup. Visual inspection found no visible damage to lens. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -8.0 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. "Due to floppy iris and high pressure resulting in angle closure", the lens was removed on (B)(6) 2019. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.